Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation into this complaint consisting of evaluation of the ventilator¿s logs has been completed. The ventilation mode of ventilation was pressure support/CPAP. The logs show that the ventilation period that lasted 15 hours contains many alarms but ten minutes before the end this period there are alarms: expiratory minute low, peep low and pressure delivery restricted. The logs further show a sharp increase of leakage during these last ten minutes that peaked at 99.3% which implies total leakage, and nothing being delivered to the patient. The ventilator was turned off by using the on/off button without setting the ventilator to the standby mode. The evaluation of the logs confirms the reported issue of not monitoring volumes on the patient as it was expressed but the monitoring was working except that there were no volumes to measure indicated by the alarm expiration volume low. The cause was leakage at the time. There are no technical error codes to indicate a malfunction of the ventilator which implies that leakage was somewhere in the patient circuit but the point of leakage or the cause of the leakage has not been determined. H3 other text : not returned.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator was not monitoring the volumes of the patient. There was no patient harm. (B)(4).